Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Ventec did confirm that the lcd touchscreen was physically damaged (cracked). Ventec then replaced the lcd touchscreen to resolve the issue. Proper device operation was observed through functional and performance testing. The cause of the reported unresponsive lcd touchscreen issue could not be conclusively determined, however, the touchscreen had experienced physical damage (cracked).

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's lcd touchscreen was cracked and that a portion of the touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Section d4, model #, of the initial medwatch report stated: prt-01185-002. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, catalog #, of the initial medwatch report stated: prt-01185-002. Section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 07/14/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).